Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up at the boot up screen. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The reported issue occurred after a call and not during patient use. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control was made aware by the customer that the reported issue has been resolved and the device does not need to be returned for evaluation. The device was not returned to physio for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up at the boot up screen. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The reported issue occurred after a call and not during patient use. There was no patient use associated with the reported event.